Event description:
It was reported that the y-roux bypass operation was performed, the intestine was perforated when grasping it, planned anastomosis was subsequently performed at the defective part, otherwise more intestine would have remained.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Evaluation findings: when testing the pliers insert, it was not possible to recreate a comparable damage pattern. No sharp edges could be found that could have caused injuries. One possible cause would be that the injury was caused by another article. The event is filed under internal karl storz complaint ID: (B)(4).